Event description:
It was reported that, the patient presented with admitting diagnosis of annular tear l4-l5. The patient underwent 360 fusion at l4-l5 using rhbmp-2/acs, lifenet implant and other unknown manufacturer¿s implants. Post-operatively, patient sustained unspecified injuries. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.